Event description:
Ous MDR - after an implantation time of about 23 months, oversensing with inappropriate shock deliveries was reported. The lead was returned to biotronik for analysis.

Manufacturer narrative:
In the returned state, the lead was destroyed. The df1 connector exit was cut through. The rope conductor to the rv shock electrode showed a conductor fracture in that area. These damages are probably a result of the explantation process. During the analysis of the lead fragments, it could be noted that the insulation was damaged in the distal area by fraying. This damage can with high probability be regarded as the cause of the clinical complaint. The observed damage manifestation requires stress to the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of significant mechanical stress on the lead. This is confirmed by the analysis of the returned x-ray images that show increased free play of the lead body in the right ventricle.